Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a clear conclusion or a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation, the camera cover of the distal end of the gastrointestinal videoscope was burned. There were no reports of patient involvement.